Event description:
Customer reported unexpected negative reactions with 2 cell screen on galileo. Customer repeated the sample using panoscreen and it reported a 1+ at ahg.

Manufacturer narrative:
Reactivity of the kpb antigen was confirmed on retention crrs (I and ii), lot x269, with anti-kpb, lot kpb51d-1, by calibrated method. The crrs was used by the customer at the time of the event. The customer's returned sample exhibited 4+ hemolysis; therefore, echo testing was not performed. Calibrated manual testing was performed with customer's patient sample using retention crrs (I and ii), lot x269. The sample was nonreactive with both cells. A service call was made. The instrument was operating as expected.